Event description:
The report received from the affiliate indicated that during deployment of a 5x200 vas, 120cm smart flex stent ,there was resistance observed during retraction of the outer sheath. Stent deployment was continued but the stent did not deploy correctly and got stuck in the sds. The physician tried to remove the sds together with the stent and then the stent deployed but not in the intended area. The stent was placed right above the target lesion. Another stent was used to treat the target lesion. There was an antegrade access used for this procedure. The device will be returned for analysis. The access and target vessel was the superficial femoral artery (sfa)/afs; antegrade access. The vessels were normally calcified. The vessels were not heavily calcified. There was strong resistance detected during retraction of the outer sheath. The physician assumed that the stent got stuck in the sds. There were no anomalies noticed during preparation of the device. Angiographic pictures are available from the customer.

Manufacturer narrative:
A disc was received from the site with multiple diagnostic and interventional angiographic images of the patient¿s right lower extremity. This disc will be sent to physician for independent review. Additional information is pending and will be submitted within 30 days upon receipt. The complaint product was returned for analysis. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
The film review was provided as follows: history: this complaint involves a patient undergoing endovascular treatment of a right sfa/popliteal stenosis. After antegrade access was achieved in the right cfa a guidewire was advanced into the distal popliteal artery. After balloon angioplasty, a stent was placed in the above knee popliteal region without difficulty. Following this, the physician attempted to place a second stent proximal and in tandem to the first. As per clinical report, there was great difficulty in withdrawing the outer sheath and the stent deployed more proximal than intended. This required placement of another stent. The patient experienced no complication. Observations: a single cd-rom containing multiple cine files is submitted for review. Initial angiogram shows antegrade access obtained in the right common femoral artery. Angiogram demonstrates subtotal occlusion of the above knee popliteal artery and multifocal plaque in the sfa. The popliteal lesion is eccentric and heavily calcified. Following angioplasty there is a good result with some segments of non-flow limiting dissection. The first stent is placed in the above knee popliteal artery and is in good position. The second stent, which was intended to span the subtotal occlusion ends up just proximal to the target vessel segment. This required placement of a third stent to cover the target segment. This third stent is deployed in proper position. Final result is excellent with restoration of a normal flow lumen. Conclusion: this complaint involves a patient who underwent endovascular treatment of a popliteal subtotal occlusion. During placement of one of the stents there was difficulty in withdrawing the outer sheath and the stent was deployed in a position too proximal. Without cine images and significant clinical information it is difficult to understand why resistance was met during stent deployment. It seems most likely that the eccentric and heavily calcified stenosis in the target vessel may have contributed to the difficulty with stent deployment. The stent did completely deploy and appears normal in architecture. In my opinion, anatomical and procedural factors contributed to this event. I have no evidence to support a product malfunction or manufacturing issue. The product engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during deployment of a 5 x 200mm, 120cm smart flex stent, resistance was experienced while retracting the outer sheath with subsequent partial deployment of the stent. During attempts to remove the device, the stent deployed in an unintended location requiring the deployment of another stent to cover the lesion. The event involved a patient undergoing endovascular treatment of a right superficial femoral/popliteal stenosis. This lesion was described as normally calcified. After antegrade access was achieved in the right common femoral artery, a guidewire was advanced into the distal popliteal artery. After balloon angioplasty, a stent was placed in the above knee popliteal region without difficulty. Following this, the physician attempted to place a second (5 x 200mm smart flex) stent proximal and in tandem to the first. The site reported that the device had been prepped normally. As reported, there was great difficulty in withdrawing the outer sheath and the stent deployed more proximal than intended. This required placement of another stent to cover the lesion. The patient experienced no complication. An independent review of the provided angiographic images confirmed a subtotal occlusion of the above knee popliteal artery and multifocal plaque in the sfa. The popliteal lesion is eccentric and heavily calcified. Following angioplasty there is a good result with some segments of non-flow limiting dissection. The first stent is placed in the above knee popliteal artery and is in good position. The second stent, which was intended to span the subtotal occlusion ends up just proximal to the target vessel segment. This required placement of a third stent to cover the target segment. This third stent is deployed in proper position. Final result is excellent with restoration of a normal flow lumen. Without cine images and significant clinical information it is difficult to understand why resistance was met during stent deployment. It seems most likely that the eccentric and heavily calcified stenosis in the target vessel may have contributed to the difficulty with stent deployment. The stent did completely deploy and appears normal in architecture. In the opinion of the independent reviewer, anatomical and procedural factors contributed to this event and there is no evidence to support a product malfunction or manufacturing issue. A non-sterile unit of self expanding stents smart flex 5x200 vas, 120cm was received coiled inside of a plastic bag. The involved stent was not received for analysis. No anomalies were found during visual analysis. Peroxide was injected to the device in order to remove blood residuals inside of the device. Functional analysis could not be properly performed since the stent was not received. However the device was actuated and it was found that the device actuated as expected for stent deployment. A review of the manufacturing records for this lot of products revealed that it met specification prior to release. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. According to the product instructions for use (IFU), the safety and effectiveness of this device has not been demonstrated in lesions that are either totally or densely calcified. It cautions the user to not force deployment when resistance is met when initially retracting the outer deployment sheath. The sds should be carefully withdrawn without deploying the stent. Based on the information available for review, there are vessel characteristics (eccentric and heavily calcified lesion) and procedural factors (antegrade approach) that may have contributed to the event reported. The reported ¿sds - deployment difficulty-inaccurate placement¿ event was not confirmed since the device actuated as expected during the functional analysis. The exact cause of that failure could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.

Manufacturer narrative:
(B)(6). Angiographic pictures were sent by the affiliate but have not yet been received. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.